Manufacturer narrative:
A specific root cause was not identified. No other complaints of this nature have been received locally or globally for this catalog number or lot number.

Event description:
The customer received questionable tina-quant hemoglobin a1c ii (hba1c) results during one batched run. The customer received a call from a physician questioning a hba1c result. The customer repeated the patient sample and found the hba1c value was different. She repeated all the samples from the batched run and provided results for 36 samples. Two of the patients had discrepant hba1c results. This hba1c assay uses hemolysate as the sample type. New hemolysates were made, using the same hemolyzing reagent, prior to repeat testing. Patient 1, initial result was 6.9% and was reported outside the laboratory. The sample was repeated (B)(6) 2011 on the same additional p module and recovered 5.2%. This result was sent outside the laboratory as the corrected result. The sample was repeated again (B)(6) 2011 on a cobas 6000 c501 analyzer and recovered 5.5%. Patient 2, initial result was 9.6% and was reported outside the laboratory. The sample was repeated (B)(6) 2011 on the same additional p module and recovered 8.0%. This result was sent outside the laboratory as the corrected result. The sample was repeated again (B)(6) 2011 on a cobas 6000 c501 analyzer and recovered 8.4%. The customer did not know if the patients were affected since they are a reference facility and do not have access to patient information. No adverse events were reported. The hba1c reagent lot number was 16106401. The hemolyzing reagent lot number was 62804901.